Event description:
The manufacturers representive reported the patient was refilled with morphine 60mg/ml and 40ml was placed in the pump pocket. They were using a template, but the patient had a fair amount of subcutaneous tissue over the pump. The patient experienced respiratory arrest. The pump was programmed to stopped pump mode and the patient was admitted to the hospital. The patient is reported to be currently stable and is recovering in the hospital. A follow up report will be sent when additional information is received.